Event description:
A patient reported experiencing inaccurate erratic results with a surestep original meter. The patient's blood glucose results were 129mg/dl(this was the only results provided in the reported issue notes). Tests were done < 10 minutes apart with a difference of > 20%. Patient did not experience any adverse events. No further information has been reported.